Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was indicated that the staple line was incomplete, were there any staples missing from the portion of the staple line which was deployed? No for clarification, does incomplete mean that only half of the staple line was deployed? Yes, the firing trigger broke half way through the firing sequence making it impossible to complete the staple line did any pieces fall into the patient? No if yes, were they removed? N/a will all pieces be returned with the device? Yes if no, how were they discarded?n/a it was indicated that the staple line was incomplete, were there any staples missing from the portion of the staple line which was deployed? No for clarification, does incomplete mean that only half of the staple line was deployed? Yes, the firing trigger broke half way through the firing sequence making it impossible to complete the staple line did any pieces fall into the patient? No if yes, were they removed? N/a will all pieces be returned with the device? Yes if no, how were they discarded?n/a the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 46 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.